Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The index procedure treated the calcified lesion located in the mid right coronary artery. During the procedure, the 4.5x15x150 mm maverick xl balloon ruptured at 6 atmosphere's. No patient complications occurred and the patient condition was listed as "good". The procedure was completed with another maverick xl balloon.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)